Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screen display error codes, insulin flow blocked alarm, battery lasts less than 7 days and did not get low reservoir alerts. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-387a, mmt-332a. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, mmt-387a, mmt-332a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. The trace and history files were successfully downloaded using thump. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (52 units). Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.0 units left. Programmed additional bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed additional bolus deliveries and the pump alarmed no reservoir detected. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm or alert anomalies noted. A review of the pump history file reveals a total of eight (8) no delivery (insulin flow blocked) alarms, listed below: 08/10/2025 23:56:27 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 08/11/2025 00:41:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 08/16/2025 15:44:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 08/16/2025 15:46:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 10/06/2025 01:48:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 10/06/2025 13:46:31 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 10/07/2025 23:47:27 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 10/07/2025 23:51:11 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. Additionally, there were no other critical pump error alarms found in the pump history and pump diagnostic trace files (e/a alarm unspecified complaint). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 19 received the lowbatteryalert (104) on 12/03/2025 14:31 after more than 7 days at 23.62 days. Battery cycle 16 received the lowbatteryalert (104) on 10/17/2025 19:10 after more than 7 days at 21.46 days. Battery cycle 13 received the lowbatteryalert (104) on 09/25/2025 12:51 after more than 7 days at 21.5 days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Unspecified error code displayed on the screen complaint is not confirmed. No delivery (insulin flow blocked) alarm complaint is not confirmed. Battery lasts less than 7 days (low battery life) is not confirmed. Pump does not get low reservoir alerts complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.